Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately at each event. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff have been notified. Nxstage considers this report closed. No additional info will be provided.

Event description:
Two routine hemodialysis treatments in the same week were discontinued without performing rinseback resulting in an estimated blood loss of 190cc for each treatment. In the first event on (B)(6) 2012, the cycler alarmed to likely clotting in the dialyzer and in the second event on (B)(6) 2012, the operator could not resolve a venous air alarm. The pt's standard epogen dose was increased from 4500 units every other week to 4500 units weekly on (B)(6) 2012. No other medical intervention was required.